Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon approximately five hours and upon removal the pledget fell apart leaving pieces inside her vaginal cavity. She believed a piece of pledget remained inside her vaginal cavity and made an appointment to see her doctor the following day. Upon examination her doctor did not find any pieces of pledget remaining. She did not receive any additional medical treatment and did not experience any adverse health effects.